Event description:
It was reported that during an acl revision case, a s&n 8x20 cannulated screw was used in the procedure. It is alleged that the screw was oversized and caused a tight fit of a non s&n driver in the head of the screw. It was further reported that the surgeon prefers to use a competitive manufacturers non-cannulated driver to insert screws into femoral condyles. During the procedure the tip of the driver broke off and could not be retrieved from the head of the screw, this led to a procedural delay of greater than 2 hours.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without the requested clinical information or the driver we are unable to determine the root cause of the driver tip breakage. However, the use of a smith and nephew product with a competitor¿s device is contraindicated. Therefore, we cannot rule out the use of the competitor¿s driver to insert the smith and nephew screw was a likely contributing factor. Since the competitor driver tip has not been approved for implantation it is unknown if corrosion, micro-motion is possible. Although, migration is not likely since it was reported the tip is contained within the screw in the patient¿s hard bone. This was not a failure of a s&n device but a non s&n instrument that broke. The patient impact beyond the reported retained non-implantable foreign bodies cannot be determined. Since there was no alleged harm to the patient as a result of the two hour delay, no further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.